Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (concentration 500 mcg/ml, dose 50 mcg/day) via an implantable pump. The patients' medical history was cerebral palsy. The event occurred post-op. The manufacturing representative that the pump and catheter were implanted on the day prior to this report date and the procedure was uneventful. On the morning of this report date, the manufacturing representative received a phone call from the hospital indicating that the pump was alarming, the manufacturing representative went to the hospital and interrogated the pump and it showed that the pump motor stalled on (B)(6) 2016 and recovered on the same day. Although the pump settings indicated that the pump would have a critical alarm every 10 minutes, the alarm was going off every 20 minutes. As the patient was drug pump naive, the patient was being treated with oral baclofen and so was not showing any symptoms. Diagnostics/troubleshooting included a rotor study using imaging intensifier and they found that the rotor had moved the required 60 degrees, thereby showing that the pump was working. At the time of this report, it was unknown as to whether the issue was resolved. Surgical intervention did not occur and it was unknown whether it was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.